Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. However, a photo was provided from the healthcare facility. The photo showed a nephrostomy device, and it was possible to observe the catheter detached from the stopcock. This concludes the product analysis. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that hub detachment occurred. A flexima was selected for use. The nephrostomy tube was placed on (B)(6) 2025. Fifteen days post procedure, the patient returned because the nephrostomy tube was separated from the hub. The tube was removed, and it was replaced with a new nephrostomy tube. There were no patient complications as a result of this event and the patient fully recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that hub detachment occurred. A flexima was selected for use. The nephrostomy tube was placed on (B)(6) 2025. Fifteen days post procedure, the patient returned because the nephrostomy tube was separated from the hub. The tube was removed, and it was replaced with a new nephrostomy tube. There were no patient complications as a result of this event and the patient fully recovered.